Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd admin set had slight tears or holes in the tubing. The damage was found just below the plastic piece connected to the pump hinge. The event occurred while in use with a patient

Manufacturer narrative:
D9: 17-jul-2025. H3: one unit was received for evaluation in non-used condition. No defects were found during visual inspection. Functional testing was performed, and no issues were identified. The reported issue was not duplicated. A lot of history review was performed, and no nonconformances were identified.